Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to recover the remote manager. A field service engineer inspected the device and checked remote manager over 10 times using hardware test, no errors found. Noticed it was installed upside down for left side door. Assisted the customer in locating the spare unit in storage. Issue resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was failed and unable to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was failed and unable to recover the storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.